Event description:
Patient is reporting nerve damage following a rf denervation procedure.

Manufacturer narrative:
According to the administering physician, the patient had pre-existing nerve damage. The device in question was returned and found to be within all specifications.